Event description:
It was reported via repair work order that the foot section of the recliner would not latch due to bent mechanism. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.